Manufacturer narrative:
(B)(4). Date sent: 12/18/2025. D4: batch#: unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the exact surgical procedure? Please provide the procedure date. Please confirm what product code was used in this procedure. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced and visualized in the jaws prior to firing? Does surgeon load the clip off of vessel into the device jaws before applying the device jaws to the vessel and firing?" Was there any excessive torquing or twisting of the device at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when did noise occur? Did anything unexpected happen prior to this incident? Did the device fire malformed or scissored clips prior to the incident? Describe the shape of the malformed clip? Was the device fired or used after this incident, in or out of the patient? Was this the first firing of the device or subsequent firing of the device? What is meant by "incomplete placement? Was the vessel already divided? If so, what vessel? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk procedure, incomplete placement and therefore application of the clip, which caused prolonged bleeding and further laceration of the bleeding vessel with a real risk of detachment of the vessel from the external iliac artery and consequent massive hemorrhage.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4: batch # z7026k. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned and upon inspection the jaws were found to be in a misaligned condition. In addition, the tyvek was returned along with the instrument. During functional analysis, the instrument was cycled and it fed and formed fifteen (15) scissored clips due to the misaligned condition of the jaws; finally the instrument locked out as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and is related to improper use of the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of the quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device history review- a manufacturing record evaluation was performed for the finished device batch z7026k number, and no non-conformances were identified.